Event description:
The advocate stated his wife received a blood glucose reading of 65 mg/dl on the contour next link, retested on two other meters and the readings were 500 and 517 mg/dll. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.